Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
The patient presented with swelling in the implantable cardioverter defibrillator (ICD) pocket one week post-implant. The patient was to undergo a pocket revision for hematoma evacuation. The ICD remains in use. No patient complications have been reported as a result of this event.